Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis partially confirmed the customer reported failures. For clarification, the sterile adapter refers to the input wheel disk. This was not confirmed, as the input wheel disk was not missing. However, the damaged wires failure was confirmed. The instrument was found to have a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, damaged wires were observed on the permanent cautery hook instrument. It was also alleged that a sterile adapter on the housing of the instrument was missing. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.